Event description:
It was reported that within one week post-implant, the r-wave measurement in bipolar had continued to decrease since the original measurement during implant. The physician chose to leave the lead in bipolar and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52, implantable pacing lead, (B)(6) 2014. (B)(4).